Event description:
It was reported that the unspecified bd¿ infusion set tubing had split at the filter site, and later fell apart when the nurse clamped the line and opened the chamber. The following information was provided by the initial reporter: "at approximately 2230 this rn noticed patient's tpn dripping in to bed. On closer assessment, this rn found that the tpn tubing had split at the filter site. Tpn immediately stopped and patient's rn... Notified. Tpn tubing collected and saved for further evaluation. 10/16/2021 patient's IV tpn pump was alarming "air in line" so the nurse clamped the line, opened the chamber to release the air and the tubing fell apart in her hands."

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified based on the sample submitted. The sample submitted was one half of an infusion set consisting of the lower pumping segment and the remaining components after the lower pumping segment. The sample had separated at the lower pumping segment and silicone tubing union. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for the component damage could not be fully determined due to only one half the sample being submitted for evaluation. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set tubing had split at the filter site, and later fell apart when the nurse clamped the line and opened the chamber. The following information was provided by the initial reporter: "at approximately 2230 this rn noticed patient's tpn dripping in to bed. On closer assessment, this rn found that the tpn tubing had split at the filter site. Tpn immediately stopped and patient's rn... Notified. Tpn tubing collected and saved for further evaluation. (B)(6) 2021 patient's IV tpn pump was alarming "air in line" so the nurse clamped the line, opened the chamber to release the air and the tubing fell apart in her hands."